Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the pump was "hot" and their was damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is a potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: a review of the black box showed no sudden drops in voltage. The pump was run for 24 hours with no reboots, power losses, or overheating. The pump electrical current draws were within specifications. The power flex components were inspected to find no defects, and no damage to the power circuit. The complaint of overheating was unable to be duplicated during investigation. The battery and battery cap were not returned with the pump. A test battery cap was used for all testing. The battery compartment was cracked above the grip pad. The test battery cap was secured and maintained an electrical connection.